Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with a pocket infection and discomfort in the pocket. The implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted. There were no known patient consequences.